Event description:
Pt heard to be calling out for nurse. Pt found lying on right side with head and right arm caught in between the bed and bed rail. Pt's head was facing downward toward the floor. Pt was able to breath and talk, but unable to move. Pt disentangled with the assistance of three personnel. Pt was on first step select air mattress and advance all electric hospital bed. No apparent injuries noted at the time of the incident. One hour later, the pt complained of right-sided face pain where his face had been lying against the bed. Pt was appropriately medicated for pain, and placed on a different bed with regular mattress to prevent future sliding. See scanned page.